Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an episode on merlin.net which was not stored on egm. Review of session records didn't clarify the reason for this anomaly. Issue was reported further. Patient will be followed through merlin.net transmission.